Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient plasma sample on a cobas 8000 cobas ise module. The customer had noticed a 1 - 2 point shift in their ise results over the previous days which prompted them to repeat patient samples. The initial na result was 132 mmol/l. The sample was repeated and the result was 138 mmol/l. The repeat result was deemed correct as it matched the patient's previous results. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) cleaned the mixing vessel and the electrode compartment and adjusted the sipper positioning. Calibration and qc were performed successfully. The investigation is ongoing.